Manufacturer narrative:
Continuation of d10: product ID: 37751, serial# (B)(6) and product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger is not working and patient has 10 days before they have to recharge again. They mentioned a historical event stating that in (B)(6) 2018 patient was experiencing shocking on the top of the head but the doctors office made him wait for an appointment and by the time he was able to get in damage had been done. They stated, "they messed up his dbs" and he has problems from that where his eyes blink and mouth droops. The recharger battery only holds a charge overnight. Patient has to recharge with the recharger plugged in. He only ha sone hand that is steady. The after affects from the shocking on top of the head the patient's eyes blink and face droops.